Manufacturer narrative:
E1-mobile number: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a broken cable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Please refer to the following sections for the new information: d8, d9, g3, g6, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the cable unit was leaking. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to both malfunctions: failure to follow instructions. This malfunction can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a broken cable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 - investigation conclusions. Corrected field - h6 (remove d1101 - failure to follow instructions) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.